Event description:
It was reported that during an implant procedure, the patient experienced a pericardial effusion. The physician had difficulty plac ing two separate right ventricular leads, which were noted to not be sensing nor capturing. Pericardiocentesis was performed to resolve the effusion, and the leads were not used and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4).